Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) is symptomatic while exercising. In office troubleshooting confirmed t-wave oversensing resulting in atrial pacing inhibition. Attempts to reprogram sensitivity and refractory have been unsuccessful in resolving the issue. Boston scientific technical services (ts) was consulted for guidance. Ts recommended decreasing the maximum tracking rate, increasing the refractory period and adjusting the av delay. The device remains in service and no adverse patient effects were reported.